Manufacturer narrative:
The device has not been received for eval and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's display blanked out. Complainant indicated that there was no pt involvement in the reported malfunction.